Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible pacing issue was noted on the implantable pulse generator (ipg) and oversensing was noted on the right atrial (ra) lead. The ipg and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.